Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c-rings broke. The c-ring and the harvesting tool were advanced under endoscopic visualization during initial insertion. The c-ring assembly was not engaged with the hemopro/hemopro-2 jaws. Short delay changing the device. There was no injury to the patient and nothing fell into the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/16/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the clear tip of the cannula and c-ring. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #25163179 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c-rings broke. The c-ring and the harvesting tool were advanced under endoscopic visualization during initial insertion. The c-ring assembly was not engaged with the hemopro/hemopro-2 jaws. Short delay changing the device. There was no injury to the patient and nothing fell into the patient.